Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The sensor kit expiration date is 31-jul-22 the medical event associated with this complaint occurred on (B)(6) 2022 which indicates usage of the device beyond the useful lifespan. No additional investigation is required as the sensor was expired at the time of use, and the device met its specification lifespan. N/a was selected as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a sensor error message with the adc device. The customer was therefore unable to obtain sensor readings and became nauseous, had seizure, and almost lost consciousness. The customer was treated with glucose injection by spouse. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a sensor error message with the adc device. The customer was therefore unable to obtain sensor readings and became nauseous, had seizure, and almost lost consciousness. The customer was treated with glucose injection by spouse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6). Has been returned and investigated. Visual inspection was performed on the returned sensor patch and no issues were observed. Data was extracted from returned sensor using approved software. The sensor was found to be in sensor state 6 indicating no issues observed with sensor data. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event.